Event description:
Information received indicates during a bed inspection, the technician found that the bed had a high ground resistance reading.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord. He replaced the power cord to repair the bed.